Event description:
It was reported that the patient experienced a blood glucose (bg) of 600 mg/dl. The patient reported that she was transported by ambulance and admitted to the hospital with a diagnosis of diabetic keto-acidosis. She said she was taken off the pump and received intravenous insulin. The patient reported she tried to troubleshoot the pump with the healthcare professional at the hospital. The pump was found to rewind ok with motor sounds. During the load step, the pump had motor sounds but the piston rod would not move forward. This complaint is being reported because of the allegation that the pump was the cause of the bg level.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(6) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.